Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that while the patient was in surgery for an ipg replacement, the procedure was abandoned due to the patient experiencing a cardiopulmonary arrest. The physician was able to explant the ipg, but not implant the replacement. The patient was stable post op.